Event description:
It was reported by the sales rep that during an open sigmoid colectomy procedure, the appendix had to be removed because it was attached to the colon and bladder. The first firing of the endoscopic linear cutter was across the appendix and it worked fine. The device was reloaded with a white cartridge for a second firing. It was fired across the mesoappendix, it did not work. It closed fine but it would not fire. It was excessive force used but it would not fire. The triggers returned to their normal position and they were able to open the device and remove it from tissue fine. The cartridge was replaced and fired fine for the third firing. The reloadable linear stapler device was fired and the staples did not form at all. They were ejecting out of the gun but did not form "b" at all across the staple line. The circular stapler device was fired for the end to end anastomosis. They closed down the device and put the indicator in the middle of green gap scale, fired the device. The posterior side of the staple line was fine, the anterior side the staples did not form. The area was over sewed. No excessive force to fire was noted. The tissue seemed fine.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.